Manufacturer narrative:
Extended investigation: an extended investigation has been conducted under investigation report (B)(4), which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion even after battery replacement. Customer was unable to check his blood sugar and subsequently experienced a loss of consciousness and received "glucose serum" as treatment by a non-hcp. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion even after battery replacement. Customer was unable to check his blood sugar and subsequently experienced a loss of consciousness and received "glucose serum" as treatment by a non-hcp. No further treatment was reported. There was no report of death or permanent impairment associated with this event.